Manufacturer narrative:
The device was not returned for evaluation therefore an analysis was not performed. However an x-ray image was provided confirming the pin break. A review of the lot history record for the device revealed that the device met all of the required quality inspections and that the products were released within specifications.

Event description:
It was reported that allegedly it was observed on the x-ray that the magec rod was damaged. The rod was no longer distracting and the physician felt the patient would be suitable for a definitive fusion. Therefore, the physician explanted the magec rod without incident.